Manufacturer narrative:
No unexpected a17 or a21 alarm noted during testing. No excessive no delivery alarm during testing. Unit passed a21 error test and self test prime a33 test, excessive no delivery test and displacement test. Unit had minor scratched lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
It was reported via phone call, that the customer received an unexpected restart alarm, no delivery alarm, as well as an external ram error alarm. Customer's blood glucose levels at the time was unknown. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.